Event description:
A physician reported that the thickness of cuff made it difficult to perform intubation and it was uncomfortable for pt. He stated this shiley tube caused bleeding after he performed the intubation. As a result, this pt was reintubated immediately with another new (unspecified mfrs) tube.

Manufacturer narrative:
The lot number is unk. Covidien has requested that if available the shiley 8fen tube be returned for failure investigation. No analysis or conclusions can be drawn without the device or the lot number. If the device is returned a follow up report will be submitted.